Event description:
Paramedics attended to a patient diagnosed in cardiac arrest. Four countershocks were administered to the patient after which external pacing was administered. The pacemaker allegedly failed to function. Specific details regarding the alleged malfunction have not been provided. A backup defibrillator/pacemaker was made available and used with no other problems reported. The patient was not resuscitated. The customer indicated that the device probably did not cause or contribute to the patient's death. This opinion was based on the timely use of a backup device.